Manufacturer narrative:
The iabp unit is on eval. A supplemental medwatch report will be submitted when additional info becomes available. (B)(4).

Event description:
The customer reported that prior to use on a patient, the iabp generated an "electrical test failure code #58" (power-up vent test failed) alarm. The iabp was replaced and therapy was initiated. No patient injury was reported.